Event description:
Customer reports via phone that during a urology procedure, the fluoro failed. Physician the procedure using endoscopy. Customer provided no patient or procedural information, other than to say the patient is fine. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.